Manufacturer narrative:
Olympus could not investigate them because, the user disposed of the subject devices. Since the manufacture record of the subject devices were unknown, the manufacture record that dated back the past one year from the delivery date to the user was reviewed without apparent irregularity associated wit the subject phenomenon. Judging from the past similar cases, there are possibilities that the cause of this phenomenon is kinked tube. It is considered that upon inserting this subject device into a scope, the tube was bent and kinked. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR MFR report # as 8010047-2014-01150.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.

Event description:
It was tested and confirmed that the needles of the subject device worked correctly before this device was inserted into the endoscope. But the needle failed to come out when this device was inserted into the endoscope. After this device was withdrawn from the endoscope and tested, the needle failed to come out again. This happened on two occasions with the same lot.